Event description:
No image once connected to motor drive, no patient harm occurred another 6fr opticross was opened and used to complete the case. Vendor was notified. Manufacturer response for vascular imaging catheter, opticross 6 hd (per site reporter).